Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump had a motor error alarm. Customer stated that the issue began with the battery needing to be changed frequently. Customer stated that she then experienced no delivery alarms during a bolus. Customer stated that the battery would last two weeks. Customer's blood glucose was 300-400 mg/dl. Customer is not connected to the pump at this time and the pump has no battery. Customer does not use the sensor feature on the pump. Customer stated that she was unable to complete the rewind sequence. Customer has changed the set or site four times over the past three days. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer declined returning the pump.